Event description:
Boston scientific received information that this right ventricular (rv) lead was crushed post implant due to clavicular crush. A new lead was successfully implanted. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted lead damage 173-187 mm from the terminal pin. The poly insulation is flattened in this area. Visual inspection of the lead also noted both the internal and the external insulation was abraded through to the conductor coil. Microscopic evaluation indicated that the insulation damage was caused by localized compressive stress on the insulation surface. Electrical testing confirmed that the conductor coil had fractured. Due to the location and the type of damage exhibited, it was concluded that the damage was caused by lead entrapment in the clavicle-first rib region.